Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the patient current health status remains unknown. Based on the information provided, no clinical factors could be definitively concluded to have contributed to the reported event. Patient impact beyond the reported additional bone cuts and, intra-operative complication/anchor breakage with subsequent surgical delay (0-30 min) could not be determined. The patient was reportedly not harmed beyond the reported event. No further medical assessment can be rendered at this time. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for instrument cleaning and sterilization instructions revealed that validating and monitoring regularly all equipment and processes used is indicated. The staff and personnel within the reprocessing facility need to be adequately trained to perform the procedure correctly. All instruments should be inspected prior to use or sterilization for indications of excessive wear or improper function. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a revision surgery due to persistent pain, the physician had trouble engaging one (1) anchor removal tool into the anchor. This issue required additional bone cuts in order to explant the devices. The patient received a competitors tka system in exchange. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
Internal complaint reference: case (B)(4).